Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. Additional information indicated that the loss of left ventricular (lv) pacing was noted and lead was in superior vena cava. This lv lead was explanted. No additional adverse patient effects were reported.